Manufacturer narrative:
The technician replaced the side rail to resolve the issue.

Event description:
The technician alleged that the account had spilled liquid on the side rail and there was fluid ingress into the side rail electrical components. No patient impact.